Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: UDI - correction d9: device availability - additional information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - additional information/correction h6: type of investigation - additional information.

Event description:
Subsequent to the initial MDR, additional information has been received.

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on 03-26-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).